Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device # 048317-a was received with the needle release button in the unlock position. The needle mechanism function was reset, then tested and was verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported the needle on the v-go device retracted after about 2-3 hours , before 24 hours. The patient wears the v-go on the abdomen and was not exercising however she was wearing excess clothing due to the weather.